Event description:
It was reported that after advancing a balance middleweight (bmw) hc guide wire to the target lesion, an attempt was made to introduce a 2.5x12 xience v rx drug-eluting stent delivery system onto the guide wire, but the distal tip of the xience was unable to be introduced. It was discovered that the xience distal tip was kinked at the distal balloon seal. The distal tip separated at the distal balloon seal during inspection by the healthcare practitioner; the tip reportedly did not separate due to forceful manipulation during inspection. The procedure was completed using another xience v stent. There were no patient effects and no clinically significant delay occurred. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Guide wire resistance and tip kink could not be tested due to the condition of the returned devices. The tip separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.